Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an infection at the implantable neurostimulator (ins) and lead sites. The patient had noticed the infection but was too busy to have their health care professional (hcp) attend to it. It got too bad and the patient had to go by ambulance. The infection was confirmed and verified as a staphylococcus infection, but it was unknown what type of staph infection it was. Intravenous antibiotics were administered. The patient had the infection started on (B)(6) 2016 and the system was explanted in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.